Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urethral atrophy and recurrent incontinence are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; atrophy related symptoms and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of atrophy and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urethral atrophy at the cuff site, along with a gradual increase in incontinence. A surgical procedure was performed to remove the cuff and replace with a smaller one. No further patient complications were reported.